Event description:
It was reported the leads were replaced due to inappropriate therapies and sensing difficulty. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment analyzed. Middle insulation breached; proximal segment analyzed. It was reported the leads were replaced due to inappropriate therapies and sensing difficulty. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed4, visual examination device performed according to specifications no conclusion can be drawn sensitivity shock, inappropriate.